Event description:
It was reported that the patient presented with implantable cardiac defibrillator (ICD) in backup operation due to magnetic resonance imaging (MRI) performed without setting the ICD in MRI mode. Programming changes were made to restore the ICD. Patient condition was stable.